Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported failed pressure transducer test during pre-use check could be confirmed. The expiratory pressure transducer boards were replaced as recommended in the service manual but not returned for investigation. The ventilator passed functional and pre-use checks and was cleared for clinical use. Ventilator logs were downloaded. Evaluation of the received test logs showed that the pressure transducer test had failed due to a high gain value (>8% from factory default) from the expiratory pressure transducer. Since the replaced part was not returned for investigation, the root cause of the expiratory pressure transducer gain offset has not been determined.

Event description:
Manufacturer ref. #: (B)(4).